Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic'), pregnancy with contraceptive device ('stillbirth/miscarriage') and abortion spontaneous ('stillbirth/miscarriage') in a 23-year-old female patient who had essure (batch no. 827406-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "stillbirth/miscarriage". The patient's concurrent conditions included morbid obesity. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)") and psychological trauma ("psych injury") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, menorrhagia, dysmenorrhoea and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device and psychological trauma to be related to essure. The reporter commented: she need for additional surgery. The coil was left in the tube and three coils were counted at the end. The right tube was identified and the essure device was placed in the right tube and three counts of coils were left out of the ostium. All the instruments were removed. Plaintiff received treatment for dysmenorrhea, psych injury. Date discrepancy in essure confirmation test, essure insertion date was (B)(6) 2008 and confirmation test mentioned was (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.1 kg/sqm. Imaging procedure - on an unknown date: bilateral occlusion. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. New events dysmenorrhea, psych injury, stillbirth/miscarriage was added. Lab data , reporters information, patient demographics was added. No valid lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 23-year-old female patient who had essure (batch no. 827406) inserted. The patient's concurrent conditions included morbid obesity. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she need for additional surgery. The coil was left in the tube and three coils were counted at the end. The right tube was identified and the essure device was placed in the right tube and three counts of coils were left out of the ostium. All the instruments were removed diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.1 kg/sqm. Most recent follow-up information incorporated above includes: on 8-nov-2018: medical records received. Reporter information updated. Patient demographic information updated. Other relevant history updated. Essure lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 23-year-old female patient who had essure (batch no. 827406) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. The coil was left in the tube and three coils were counted at the end. The right tube was identified and the essure device was placed in the right tube and three counts of coils were left out of the ostium. All the instruments were removed diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.1 kg/sqm. Most recent follow-up information incorporated above includes: on 3-sep-2019: new pfs received- new events added: abdominal pain and menorrhagia were added. New reporter information was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 23-year-old female patient who had essure (batch no. 827406-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included morbid obesity. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. The coil was left in the tube and three coils were counted at the end. The right tube was identified and the essure device was placed in the right tube and three counts of coils were left out of the ostium. All the instruments were removed diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 47.1 kg/sqm. Most recent follow-up information incorporated above includes: on 10-sep-2019: update of information (batch is not valid) no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.